Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 13.9 mmol/l (>250 mg/dl) with ketones of 6.4 mmol/l while wearing the pod for less than 1 hour. The pod reportedly fell off the infusion site (arm), causing the cannula to dislodge. The patient started treatment with long acting insulin on the morning of (B)(6) 2024 at the (B)(6) from 14:30 am to 01:30 am (B)(6) 2024. The patient was then air transferred to the (B)(6) hospital at 01:30 am on the (B)(6) 2024. The patient was treated with an intravenous fluids, potassium, and insulin. Patient was discharged on (B)(6) 2024 at 16:00 pm from the (B)(6) hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.